Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that recharging was taking too long and difficulty maintain the antenna over the implantable neurostimulator (ins). The patient used to be able to put the antenna over, get herself comfortable and charge. She could lay on it and it would not move at all and she could get a full charge. About 3-4 weeks ago the charging became difficult. The patient was having a hard time placing the antenna and finding the right spot. Some days were ok and some days it took 15 tries before the patient could find coupling bars. Sometimes she got them but if she turned her head or moved, next time she looked at them there would be only 2 bars. The patient just kept trying until she got 8 bars. The antenna was placed right over the bare skin. It was taking longer now to charge. She got sore and tired when she stayed for an hour and could not move. It was hard to hold the antenna because the ins was too far behind her and she had been getting injections in her left shoulder every 3 months because of this. One night she was so tried that she could not do it anymore and she just shut her ins off. It was noted that the healthcare professional (hcp) would put a piece of tape when she was at the hcp office and the antenna stayed on for them. She also had arthritis and other things. The ins was at the waistline around her back on her left side. The position of the ins was really hard for her to reach. Some mornings when she woke up her ins charge level was way down. The ins battery icon was flashing but the charge level was less than 50%. Now the patient tried charging at different times of the day. No new programs were added. She was getting a full charge but it was a lot of work to get there. The patient also mentioned she had several falls in 2015 and the hcp told her the ins was ok but the pocket was a little loose. After an antenna locate (al) feature and attempting to recharge, the issue was resolved. All numbers went from 50 to 102 and was able to get 8 coupling bars. The patient did not move the antenna during al and she was only putting pressure on the antenna. She was going to now sit and charge so that she did not have to do it tonight. Further follow-up is being conducted to determine if any symptoms were experienced and what steps were taken to resolve the issues. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received by the patient. It was reported that the since the battery was loose it was difficult to place the antenna correctly in order to receive a full charge. It is difficult for the patient to sit for the 1.5-2 hours it takes to charge. The patient reported that the manufacturer representative gave instructions on where to place the antenna and that had helped. However,it could change from day to day. If additional information is received, a follow-up report will be sent.